Manufacturer narrative:
The following field has been updated with corrected information: h.6 imdrf annex g: g07001. H.6 investigation summary: based on the investigation results, the reported issue of the customer experiencing carryover was confirmed. Investigation results that were performed on the indicated failure mode were the following: the complaint trend and service notes were reviewed. Device history record (DHR ) was reviewed, all product specifications and requirement for release were met the potential cause for the customer experiencing carryover is due to the sit being clogged. The issue was resolved after the part was replaced. No further problems were noted, and the instrument was confirmed to be functioning as expected. Although the instrument was used for diagnostic testing, the issue was resolved before the patient sample results were used for any diagnosis or treatment.

Event description:
It was reported that carryover was observed involving patient samples during use with the bd facslyric¿. The following information was provided by the initial reporter: the client reports that they have detected a carryover between samples. Contamination questions 1. Were patient samples contaminated or was there carryover (cross-contamination/mixing) between patient samples? If no, no further questions required. Patient samples contaminated, carryover between patient samples, unknown - go to question #2. Carryover between patient samples 2. Please describe any additional details: the user mentioned that has detected a carryover with the samples.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that carryover was observed involving patient samples during use with the bd facslyric¿. The following information was provided by the initial reporter: the client reports that they have detected a carryover between samples. Contamination questions 1. Were patient samples contaminated or was there carryover (cross-contamination/mixing) between patient samples? If no, no further questions required. Patient samples contaminated, carryover between patient samples, unknown - go to question #2. Carryover between patient samples 2. Please describe any additional details: the user mentioned that has detected a carryover with the samples.